Event description:
This is a report of a colleague infusion pump with an error code 403, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement. There was no patient injury or medical intervention. The software version is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 403 was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.